Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) prematurely unfurled and would not fit through the sheath. A new iab was opened and inserted successfully. Indication for use was hemodynamic support. There was no reported injury to the patient.

Manufacturer narrative:
Correction: report source changed from: blank to: health professional, user facility, company representative and should have been included in the previous emdr submission. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) prematurely unfurled and would not fit through the sheath. A new iab was opened and inserted successfully. Indication for use was hemodynamic support. There was no reported injury to the patient.